Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. It is unclear whether the lead was also replaced during the procedure. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that this was the first time the patient was seen since generator replacement surgery on (B)(6) 2013. It was reported that x-rays were taken and would be sent to manufacturer for review. Review of the x-rays did not identify any obvious discontinuities within the lead, but based on the images provided the lead pin does not appear to be fully inserted into the generator header. No surgical intervention has been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name; corrected data: the initial MDR incorrectly reported this information. This report is being submitted to correct this data. Type of device, name; corrected data: the initial MDR incorrectly reported this information. This report is being submitted to correct this data. Model #, serial #, lot#, expiration date; corrected data: the initial MDR incorrectly reported this information. This report is being submitted to correct this data. Operator of device; corrected data: the initial MDR incorrectly reported this information. This report is being submitted to correct this data. Date of implant; corrected data: the initial MDR incorrectly reported this information. This report is being submitted to correct this data. Device manufacture date; corrected data: the initial MDR incorrectly reported this information. This report is being submitted to correct this data.